Manufacturer narrative:
Philips remote service engineer (rse) reached out to the customer to troubleshoot the issue. The rse emailed the customer with a request for information that would assist with the philips investigation. The rse stated that the customer failed to respond to their attempts at communication and the case was subsequently closed. There is insufficient information to rule out a product malfunction. The customer failed to get in contact with the rse. The rse speculated that the issues were being caused by interference with the patients electrodes but there is no way to confirm the theory. The device remains on site. H3 other text : the customer did not respond to requests for information to assist in the investigation and the case was closed.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.